Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that since having and intraocular lens (iol) implanted in the right eye, the vision continues to be hazy. He has been using "eye drops" and prednisone prescribed by the surgeon in attempts to improve the haziness. His left eye had an implant as well and the vision is 20/20, but his right eye vision has improved to only 20/30. He has requested that his surgeon not be contacted for further details.